Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a crack was noted on the distal part of the minibore syringe tubing. The event occurred in pediatric cardiothoracic intensive care unit (pctu). Although requested, additional information was not provided.